Event description:
A review of service data has detected a reportable event. Upon servicing of monitor sn (B)(4), which was returned for normal maintenance, the monitor failed the pulse test. The last pt to use this monitor did not report any problems.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. Upon receipt the monitor was resetting and it failed the pulse test. The cause for the pulse test failure was a defective voltage converter, u6, and a defective power mosfet, q3. The root cause for the defective components cannot be positively identified. No adverse event resulted from the defective components. The last pt to use this monitor did not report any problems.